Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experiences issues with their insulin pump having an unresponsive keypad. The customer stated that the they underwent electrostatic treatment that caused the keypad failure. The customer was unable to remedy the situation. The customer's blood glucose was normal and did not require medical treatment. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on lcd board. The device had cracked reservoir tube lip.